Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased sensing and pacing impedance measurements with no capture despite maximum device outputs. The lead was found to be dislodged. A revision procedure was performed and the lead was repositioned. No additional adverse patient effects were reported.